Manufacturer narrative:
(B)(4).

Event description:
The reporter alleged that the device broke during use and the broken fragment was left in the patient cavity. There was no reported patient injury or adverse event. Additional information has been requested, but not yet received.